Event description:
It was reported that the procedure was to treat an unspecified, 6.0 mm, strongly calcified vessel and atherectomy was not used. The vessel was prepared with a 7 mm balloon at 8 atmospheres for 2 minutes. The 6x150 mm supera self expanding stent system (sess) was able to release up to 80 mm of the stent, then the thumbslide no longer moved. A new supera sess was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported activation/deployment failure was able to be confirmed. The reported mechanical jam was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that the distal sheath of the delivery system was entrapped or bent in the strongly calcified anatomy such that the ratchet was unable to properly/fully engage the stent resulting in difficulty advancing the thumbslide/ mechanical jam and the reported deployment difficulty/activation failure; however this cannot be confirmed. The investigation determined a conclusive cause for the reported mechanical jam and the reported activation/ deployment failure cannot be determined. Interaction and/or manipulation of the device likely resulted in the noted outer sheath damages (kinked, torn) which likely contributed to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.